Manufacturer narrative:
The device history record for the reported lot number, 0203022133, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 11-jun-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: left foot bunionectomy. Cathplace: left foot. Date procedure: (B)(6) 2020. It was reported an on-q catheter kinked. The surgeon was unable to remove the catheter in the office. The patient required a return visit to the operating room to have the catheter removed. While the catheter was in place the patient's pain was "well controlled" and "the ball looked like it infused the medication." The catheter was removed in surgical setting and noted to be in two pieces. The patient was discharged home in stable condition. There was no reported injury.